Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon articulated the jaws with maximum angle and tried to fire the device to low anterior rectum. The surgeon started the first squeezing of the handle, however it was stiff and could not squeeze it. Replaced by new reload, the same event occurred. The procedure was completed with another device. The status of the patient is no problem.